Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. An internal inspection showed evidence of fretting on the pins of the defib receptacle .the defib receptacle was replaced as a precaution. It could not be firmly established as root cause. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.